Event description:
Customer alleged blood glucose values of 328mg/dl, 278mg/dl, 78mg/dl, and 204mg/dl back to back, when tests were performed within 5 minutes on the aviva system. The location in which the testing was performed was not provided. The customer reported no action as a result of the comparison. No adverse event was reported. A request was made for the return of the suspect device and replacement product was sent.